Manufacturer narrative:
Concomitant medical product: 457453 lead, implanted: (B)(6) 2007. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device had a damaged connector. The returned device indicated a missing grommet. The returned device indicated a missing set screw. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt of the device, the physician could not visualize the connector pin for the pace/sense portion of the right ventricular lead, past the connector block. Multiple attempts were made to advance the pin further past the block. During this time, the physician had difficulty engaging the setscrew and the lead would release from the connector block. The setscrew was removed and the connector pin would not release from the connector block. The right ventricular pace/sense lead was partially explanted and replaced with the existing pace/sense right ventricular lead that had been capped. The device was not used and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.